Event description:
Adverse event: interrupted surgical procedure. Malfunction: distance diodes failure, reboot required. A laser operator reports that after the fifth surgery of the day, the distance diodes went out after the surgeon performed centering test. Re-booting restored the lights but they went out again after the next surgery. In a follow-up with the territory manager (tm) who was at the site at the time of the event, he stated that the distance diodes went out just prior to commencing ablation, during surgery on a patient's second eye. When the surgeon found them absent, he did not proceed and put the flap down. The tm stated he had the laser operator re-boot the system, at which time the diodes functioned as intended - visible before and after the center test. The surgeon decided to complete the case, after confirming that the distance were on before and during ablation. The tm tested the system after the end of the case, and noticed that the diodes went out again. The surgeon was informed of this and he decided to do the rest of the cases (8 eyes) on a different laser platform. It was reported by the laser operator that the surgeon does not feel the patient involved has experienced any harm or injury; and at follow up, the patient's outcome is good, as expected.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site evaluation, the territory manager (tm) noted that the distance diodes (used to adjust the height of the laser head from the patient) went out after the surgeon performed the centering test, prior to surgery. Re-booting the system restored the lights, but they went out again after the next surgery. To address this issue, the tm replaced the wrp unit (printed circuit board) and successfully completed the system verification. A failure analysis was performed on the returned wrp unit and it was confirmed that the illumination problem was caused by a faulty wrp unit. Conclusion: based on the results of the investigation, the root cause of the reported problem was a faulty wrp unit. (B) (4). (B) (4).